Manufacturer narrative:
Note: product reference: 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under#: 510k130576. Device history record: batch record file, number: 37022984 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other confirmed similar complaint was reported on the units released in february 2024. Summary of investigation: the involved sample was received for investigation. However, no x-ray picture and, no completed form were returned for investigation. Visual inspection of the returned device: a 45, 5cm long catheter was returned connected to the access port housing with a connection ring. The catheter is connected close to graduation 45. A burst is present between graduations 43 and 44. Coagulated blood is present inside the catheter at the graduation 33, just after the burst. The catheter is surrounded by human material: blood and fibrin. We can hypothesis that this clot has obstructed the catheter which led to an overpressure applied inside the catheter if the injection is forced. This overpressure conducted to deform the catheter which had then burst. Burst pressure test: a burst pressure test was performed on a piece of the returned catheter. The results are compliant with the defined requirement. Dimensional measures: the below dimensions were verified on the returned device: inner and outer diameters of the catheter. These dimensions are compliant with the defined specifications. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: during our manufacturing process, the aspect of catheters is 100% visual inspected at several steps by production operators. Also, a statistical visual inspection is performed on finished catheters by quality control department. All those controls were compliant during the manufacturing. Root cause: the evaluation of the returned device did not allow us to detect any manufacturing defect on the device. It seems that the observed damage results of an overpressure applied inside the catheter when its distal extremity was blocked by a blood clot. This can happen if an injection is forced despite the blockage or after an attempt to clear the catheter blockage using a fluid under high pressure. IFU specifies several recommendations in case of occlusion or to avoid occlusion. Conclusion: according to the sample examination, it seems that the observed damage is due to wrong handling, to an overpressure applied. Also, the batch history record has not actually revealed failure during manufacturing process and no other similar complaint was reported on the impacted batch. The IFU gives recommendations to avoid such incident. This type of incident remains rare (0.05%). No corrective action is currently envisaged.

Event description:
Catheter breakage near the junction of the access port.

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in february 2024. Summary of investigation: however, no sample/picture of the met defect nor x-ray picture were returned for investigation. Transmitted information analysis: the implantation date is (B)(6) 2024 and the incident date is (B)(6) 2024. We can deduce that the catheter rupture occurred after 2 months of implantation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred after 2 months of implantation. Conclusion: the complaint is not confirmed as no sample was available for evaluation. However, it is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident (0,06%). No action is currently envisaged.

Event description:
Catheter breakage near the junction of the access port.